Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported by the ous representative that the hakim valve with bactiseal catheters could not be reprogrammed, approximately six months post implantation. Surgeon revised and implanted a new device. There were no reports of delay or patient harm.

Manufacturer narrative:
Updated UDI -- ((B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. The position of the cam when valve was received was 90mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no issues found. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions noted. The valve was reflux tested; no issues found. The valve was then pressure tested and passed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Corrected field : device available for evaluation. It was previously reported that the device had been returned; however, the date was not provided in d10. This reported has been updated to reflect the corrected information.